Event description:
Treatment of an avm. It was reported during catherization. The proximal marker on the catheter was noticed missing. The catheter was removed from the patient and the distal marker was found not presented on the catheter. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation. It was reported the user does not know which of the lot numbers below was the involved device. Model# 145-5092-150, lot # 4218940, dom 10/26/2007, expiration 10/1/2009.